Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient had right hip surgery. Pt had a revision due to loosening of implants due to a fall. Removed an adm cup liner and head and implanted a tritanium cup with screw an mdm liner and heads.